Event description:
Additional information received that the problem occurred after the first pipeline was fixed. The guidewire had already been withdrawn, so the micro-guidewire was used first, and a second longer pipeline was used for overlapping fixation to solve the problem. The date of occurrence was (B)(6) 2024. No images were provided by the clinic. The guidewire had already been withdrawn, so the micro-guidewire was used first, and a second longer pipeline was used for overlapping fixation to solve the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex flow diverter stent that was observed to have migrated or foreshortened shortly after deployment. The patient was undergoing a procedure for flow diverter treatment of a c6 vessel segment unruptured saccular aneurysm. The aneurysm max diameter was 7.31mm and the neck diameter was 5.8mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was not administered. It was reported that the pipeline device and all accessory devices were prepare per the instructions for use (IFU). The pipeline was delivered and implanted at the intended location and it was noted that full wall apposition was achieved. However, about 3 minutes after the pipeline stent was anchored, angiography showed that the tail (proximal) stent had migrated and herniated into the aneurysm, thus not diverting flow/fully covering the aneurysm any longer. The cause of the migration/foreshortening was unknown. It was noted that there was no other associated patient injury.